Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 500cc mentor memorygel breast implants and experienced autoimmune symptoms including rheumatoid arthritis, brain fog, muscle soreness, depression, fatigue, skin rashes, fungal infection, throat clearing, gastroesophageal reflux disease, night sweats, dry eyes, dry mouth, pain in armpit, swollen lymph nodes, unable to take deep breath, heart palpitations, and tinnitus post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 500cc mentor memorygel breast implants and experienced autoimmune symptoms including rheumatoid arthritis, brain fog, muscle soreness, depression, fatigue, skin rashes, fungal infection, throat clearing, gastroesophageal reflux disease, night sweats, dry eyes, dry mouth, pain in armpit, swollen lymph nodes, unable to take deep breath, heart palpitations, and tinnitus post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).